Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that starting "about two weeks" prior, the pt felt stimulation where the wires were located even when the stimulation was turned off. The pt also reported feeling sharp pain at the implantable neuro stimulator (ins) site, over his left hip bone, for "about one month" regardless of whether the stimulation was on or off. Troubleshooting indicated the recharger was working, ins at 50%. The pt was scheduled to meet with the health care provider (hcp) in october. The pt was redirected to the hcp. Additional info has been requested, a f/u report will be sent if additional info becomes available.